Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop event; however, a specific cause could not conclusively be determined through this evaluation as the driveline was not returned for evaluation. It was reported that the patient had a pump stop event during cardiac ultrasound. The two submitted log files contained overlapping data spanning from (B)(6) 2020 at 10:58:26 to (B)(6) 2020 at 11:25:12. The pump fixed speed and low speed limit were set at 9600 rpm and 9200 rpm for the duration of the log file. On (B)(6) 2020 at 13:46:13, 2 pump stop events were captured which were associated with low flow hazards and low speed advisories. The pump was briefly stopped; however, it returned to a speed above the low speed limit shortly after. For the remainder of the log file, the pump operated above the low speed limit. Despite these alarms, there were no other abnormal events captured. Based on complaint history and similarly reported event, the data captured in the submitted log file is potentially consistent with that of a damaged driveline; however, a specific cause for the pump stop events seen in the log files could not conclusively be determined through this evaluation as the driveline was not returned for evaluation. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas until the patient continued to have further pump stop and low speed events (refer to MFR # 2916596-2020-05417). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10may2016. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a pump stop occurred during the patient cardiac ultrasound. The log file analysis showed abnormal speed drops to zero on (B)(6) 2020 @1:46pm. The patient was connected to the power module during this event. Chest x-ray images were found to be unremarkable.